Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a higher than expected reproducible free thyroid hormone (ft3) result above the normal reference range for one (1) patient generated by the unicel dxi 800 access immunoassay system. Subsequent testing on an alternate methodology a discordantly lower normal result. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Ft3 qc has been performing within the customer's established ranges. Specific qc data has not been supplied to date. Additional system information has not been supplied to date. The customer is sending sample to customer product line support (cpls) for additional testing. Sample has not been received by cpls to date; therefore, the investigation is still pending. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event as the investigation is still pending.